Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. During gel injection, the prostate seemed to float a little at first, but the depth was not seen even after the gel injection was advanced. On (B)(6) 2021, it was noted the gel was slightly placed in the fat layer between the rectum and the prostate, but it was also visibly placed into the prostate. The gel appeared to be half the normal amount and that the remaining gel was suspected to be placed in the vein. There were no patient complications as a result of this event. Radiation therapy is to be performed as scheduled. Dynamic photography and x-rays are scheduled to be performed. Boston scientific has been unable to obtain additional information regarding this event to date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block g2: matsumoto takashi, shunsuke goto, fumio kinoshita, lee ken, moji keisuke, kashiwagi hideshi, shioda maki, inoguchi junichi, & eto masatoshi. (N.d.). Early experience with hydrogel placement in external beam radiotherapy for prostate cancer. Kidney secretion prevention medical journal, 31, 34-36. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, vascular. Medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Block h11: blocks a2, a3, b5, b7, g1 and g2 were updated based on additional information received on october 20, 2023.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. During gel injection, the prostate seemed to float a little at first, but the depth was not seen even after the gel injection was advanced. On (B)(6) 2021, it was noted the gel was slightly placed in the fat layer between the rectum and the prostate, but it was also visibly placed into the prostate. The gel appeared to be half the normal amount and that the remaining gel was suspected to be placed in the vein. There were no patient complications as a result of this event. Radiation therapy is to be performed as scheduled. Dynamic photography and x-rays are scheduled to be performed. Boston scientific has been unable to obtain additional information regarding this event to date. Additional information received on october 20, 2023: boston scientific corporation became aware of an article in which an event, previously assessed, is reported. The event is being highlighted once again through the article: early experience with hydrogel placement in external beam radiotherapy for prostate cancer. By matsumoto takashi, et al. Per the article it was reported that the hydrogel migrated strayed into the prostate capsule. Although the hydrogel was not as effective as expected, radiotherapy was performed as planned.